Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response for several months. It was reported that the down arrow was torn. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a rag and soapy water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.